Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe when the shield was removed before use. The following information was provided by the initial reporter, translated from japanese to english: "when removed the shield, the needle was broken and buried." When the sample was returned, we confirmed the syringe separated the needle hub. The customer reported when the shield is removed, the needle is broken and the broken needle is inserted. It seems the needle hub separates.

Manufacturer narrative:
H.6. Investigation summary: customer returned photos of a 3/10cc syringe. Customer states that the needle was broken and buried. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch#: 8169625. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200766925] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on (B)(6) 2019, holdrege received photo complaint. A visual evaluation of photo found (1) syringe with no needle assemblies attached. There did not appear to be any damage to the tip of the barrels, or anywhere on the syringe. There did not appear to be any damage to the core pin. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and log book entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. CAPA: 1122103 has been opened to address this issue." H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe when the shield was removed before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when removed the shield, the needle was broken and buried." When the sample was returned, we confirmed the syringe separated the needle hub. The customer reported when the shield is removed, the needle is broken and the broken needle is inserted. It seems the needle hub separates.